Event description:
An article in a published medical journal noted two cases of retinal damage associated with air infusion during pars plana vitrectomy. Case 1: retinal damage was created when the surgeon inadvertently continued 60 mmhg pressure during air-fluid exchange, until the audio cue from the system brought the continued high pressure to the surgeon's attention. The pt required additional surgery to repair retinal detachment. Additional information from one of the authors (physician) noted this was not an equipment problem, but rather a surgeon problem. The doctor stated that surgeons can perform air fluid exchange at any infusion pressure they choose. The purpose of the article was to make other surgeons aware that retinal damage may occur if air fluid exchange is performed using high pressures. Note: for the second case reported in this article, there was no information that indicated an alcon product was involved in the event.

Manufacturer narrative:
The article was published in the journal of retinal and vitreous diseases (2006, vol 26, number 3). See attached. The article discusses the possibility of damage to the retina caused by high air infusion pressures during air/fluid exchange. Follow-up: communication with one of the authors noted that the accurus machine mentioned in the article was not responsible for any pt injury discussed in the two cases. No corrective action is required. Both cases described user error; the air-fluid exchange was inadvertently performed under 60 mmhg elevated infusion pressures.